Manufacturer narrative:
Patient weight is not available from the facility.

Event description:
It was reported that during a coronary vascular intervention procedure to treat a 90% stenosis in the lad, a perforation occurred. Reportedly, an elca device was used for the treatment. There was no problem lasing at a low fluence/rate setting, so it was increased. After 5 passes with the device, the physician performed a confirmation cag which revealed a perforation at the middle of the target lesion. A balloon catheter was used for hemostasis and it was successful. A graft was placed due to an aneurysm that was identified. The procedure was completed successfully and the patient was transferred to ccu.